Event description:
Caller reported blood glucose results of 162 mg/dl and hi, which on the aviva system indicates a result in excess of 600 mg/dl, within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.